Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure the catheter tip detached within the patient's right superficial femoral artery [sfa]. The next day, the surgeon acquired right antegrade femoral artery access. The surgeon's intent was to jail the catheter tip in place by deploying a vascular stent. Because of the patient's severe atherosclerosis, the surgeon was unable to attain enough purchase to effectively deploy the stent. The patient currently suffers from 95% arterial stenosis within the right sfa. The catheter tip remains within the patient. The surgeon feels that the diseased area already has insufficient blood flow and the catheter tip would be unlikely to dislodge.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.